Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient whose pump was believed to be empty. The pump was implanted for non-malignant pain and chronic low back pain. On (B)(6) 2017, the consumer thought the patient was due for a refill, the patient stated that she felt a buzz or some kind of movement but not an alarm he didn¿t think. The patient was getting the pump refilled every 6 wks when he lived in (B)(6) before moving in (B)(6) 2016 which would have put patients pump refill due at the end of (B)(6) 2017. The patient got a prescription for oral pills before she left california and the consumer had a hard time finding a place to fill the oral prescriptions in their area. The patient was taking oral methadone and oral hydrocodone and was being managed by her oral medications as patient did not have a managing doctor, sooner patient would run out of those pills too. The pump previously contained morphine and the consumer believed that the pump was empty but had not heard any alarms. They were directed to follow-up with the prior man aging doctor to determine if patient was truly out of medication in the pump. No symptoms were mentioned. No further complications were anticipated/reported